Event description:
A volume discrepancy was reported. The expected residual volume (erv) was 1.7 milliliters (ml) and the actual residual volume (arv) was 12 ml. It was noted the next refill should be supported by a manufacturer sales representative. The patient was experiencing less than 50% therapy relief. It was also reported since the pump was filled with "palladon" the patient was having more pain in the legs. The patient's status at the time of this report was "alive-no injury." The pump was being used to deliver hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available. It was further reported the next refill was scheduled for the beginning of march.

Event description:
Ddb additional information requested/rep, for): additional information reported the pump and catheter was replaced with a new system. It was stated the issues seemed to be resolved.

Manufacturer narrative:
(B)(4).